Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe urinary and vaginal infections, worsening urinary incontinence, retention, leakage, abnormal bowel movements, and the need for additional surgery. No further info has been provided.